Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they cannot remove the plunger rod from the reservoir. The customer's blood glucose reading was 536 mg/dl at the time of incident. Troubleshooting found that the customer was eventually able to remove the rod and advised customer to use a different reservoir. Further troubleshooting was declined by customer as they knew the reason for their high blood glucose. Customer will return the reservoir for analysis.